Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
It was reported that the pt was cannulated for six days when the nurse confirmed the cuff deflated, due to a leak in the pilot balloon seam. The pt was re-cannulated.